Manufacturer narrative:
Section b3: corrected event date. Sections e1 - e3: corrected reporter information section h6: corrected health effect - impact code section h6: additional health effect - clinical code - 1816 - dyspnea. Manufacturer's investigation conclusion: the reported event of outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. A specific cause for this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2024 through (B)(6) 2024, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was reported that the device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis, sepsis, renal failure, and death, that may be associated with the use of heartmate 3 lvas. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient passed away on (B)(6) 2024 due to cardiogenic and septic shock. The patient had almost complete obstruction of distal end of outflow graft, and an unobstructive thrombus at proximal end of outflow graft per computed tomography (CT). They also had moderate aortic insufficiency (ai). Almost all flow was through heart, so stenting of the outflow graft was done on (B)(6) 2024 and an amplatzer was placed across the aortic valve on the same day. The patient was therapeutic on warfarin and aspirin 81 mg while being an outpatient then they were placed on intravenous (IV) anticoagulation when admitted to hospital. Per ventricular assist device (vad) nurse practitioner, the patient had been in decompensated heart failure/cardiogenic shock requiring continuous renal replacement therapy (crrt), and increased pressors. The renal dysfunction was related to low output. The date of onset of the renal dysfunction was on (B)(6) 2024. No source of sepsis was found but the patient acted like infected. Family made the decision to withdraw care and agreed to limited autopsy. It was reported that the outcome was not device or therapy related. The pump would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted concerning worsening heart failure and outflow graft obstruction. The log files captured routine events. The equipment appeared to be functioning as intended. The patient was brought for right heart catheterization (rhc). They had been having increasing issues with heart failure with reduced ejection fraction (hfref) symptoms including worsening dyspnea on exertion (doe), activity tolerance drastically different compared to a few months ago, and drastically increased diuretic needs. The patient was planned for rhc to evaluate status and re-calibrate cardiomems. Rhc numbers were significantly worse than anticipated, so they were admitted for treatment. Initially, there was concern that their aortic insufficiency (ai) was the main issue contributing to their acute on chronic hfref, but then outflow graft obstruction was discovered. The patient was status 7 on the heart transplant waitlist as medical team looked into a new lung nodule that they had discovered on patient's annual chest computed tomography (CT). It was in a spot that was inaccessible without video-assisted thoracoscopic surgery (vats). Positron emission tomography (pet) showed low level of uptake. Radiology thought it was low risk for malignancy. Thoracic and cardiovascular (tcv) and infectious diseas (ID) departments were consulted. Ultimately, the patient was reactivated on the waitlist as of (B)(6) 2024 and was listed status 2 due to device malfunction.